Manufacturer narrative:
Results: the embolization coil was kinked and had offset coil winds concentrated on its proximal end. Conclusions: evaluation of the returned smart coils revealed embolization coil damage on their proximal end. The embolization coils were able to be advanced out of their introducer sheaths. The embolization coil damage likely contributed to resistance experienced when advancing and retracting the coils. This damage may have been a result of forcefully cycling the coil against resistance within the sheath. The root cause of the resistance experienced could not be determined. Further evaluation revealed minor bends and a knot on the distal end of the second evaluated smart coil. These damages were likely incidental to the reported failure and may have occurred during packaging for return to penumbra. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-01061.

Event description:
The patient was undergoing a coil embolization procedure to treat a dural arteriovenous fistula using penumbra smart coils (smart coils). During the procedure, the physician deployed and detached 18 smart coils in the target vessel using a non-penumbra microcatheter. While attempting to advance a new smart coil into the microcatheter, the smart coil would not advance past the friction lock; therefore, it was removed. It was reported that the same issue occurred with another smart coil. The procedure was completed using other coils and the same microcatheter. There was no report of an adverse effect to the patient.